Event description:
The hcp reported connector of catheter to the pump is broken at the suture place. The pt had no medication delivered intrathecally. A follow up report will be sent when further info is received.